Manufacturer narrative:
A ge svc rep performed an onsite investigation. The tracking was adjusted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys was displaying poor image quality and that it would drive to max kvp and max ma. This event occurred during a case. No pt injury was reported.